Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample from the reported lot was returned to the manufacturer for physical evaluation. The returned sample was visually analyzed in accordance with the product¿s bill of materials (bom). During the visual inspection, the alleged problem was confirmed. A leak was found in the patient connector and in the cassette film. The sample was inspected under a microscope and a cut was found in the cassette film. Additionally, it was found that the plastic shrink wrap and the patient end connector were incorrectly assembled.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during drain 0 of 4. The patient was reportedly able to bypass the alarm into fill 1 of 5. Once fill 1 started, the patient noticed fluid leaking from the second connector of the patient line. No fluid was discovered in the pump module area or on the external of the cassette. Ts advised the patient to re-setup the cycler with a new tubing set and new solution bags. They also advised the patient to notify their pd registered nurse (pdrn) of the event. It was confirmed the patient was trained to perform continuous ambulatory pd (capd) therapy if necessary. Upon follow up, it was confirmed the patient was able to complete their pd treatment after re-setting up with new supplies. The patient indicated that the 'm31 air detected in cassette' warning occurred again prior to the re-setup, and they could not bypass it. The patient was not sure what may have caused the fluid leak. They confirmed there were no defects noted at the leak location. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed they notified their pdrn of the fluid leak, and they were not prescribed prophylactic antibiotics. The patient confirmed they were continuing to complete pd therapy on their cycler and the device was working as expected. The cycler set was reportedly available to be returned for manufacturer evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during drain 0 of 4. The patient was reportedly able to bypass the alarm into fill 1 of 5. Once fill 1 started, the patient noticed fluid leaking from the second connector of the patient line. No fluid was discovered in the pump module area or on the external of the cassette. Ts advised the patient to re-setup the cycler with a new tubing set and new solution bags. They also advised the patient to notify their pd registered nurse (pdrn) of the event. It was confirmed the patient was trained to perform continuous ambulatory pd (capd) therapy if necessary. Upon follow up, it was confirmed the patient was able to complete their pd treatment after re-setting up with new supplies. The patient indicated that the 'm31 air detected in cassette' warning occurred again prior to the re-setup, and they could not bypass it. The patient was not sure what may have caused the fluid leak. They confirmed there were no defects noted at the leak location. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed they notified their pdrn of the fluid leak, and they were not prescribed prophylactic antibiotics. The patient confirmed they were continuing to complete pd therapy on their cycler and the device was working as expected. The cycler set was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: h3 plant investigation: at the time this investigation was completed, the device had not been returned and a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, it was reported that an ¿m31 air detected in cassette¿ warning had occurred during drain 0 of 4. The patient was reportedly able to bypass the alarm into fill 1 of 5. Once fill 1 started, the patient noticed fluid leaking from the second connector of the patient line. No fluid was discovered in the pump module area or on the external of the cassette. Ts advised the patient to re-setup the cycler with a new tubing set and new solution bags. They also advised the patient to notify their pd registered nurse (pdrn) of the event. It was confirmed the patient was trained to perform continuous ambulatory pd (capd) therapy if necessary. Upon follow up, it was confirmed the patient was able to complete their pd treatment after re-setting up with new supplies. The patient indicated that the 'm31 air detected in cassette' warning occurred again prior to the re-setup, and they could not bypass it. The patient was not sure what may have caused the fluid leak. They confirmed there were no defects noted at the leak location. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed they notified their pdrn of the fluid leak, and they were not prescribed prophylactic antibiotics. The patient confirmed they were continuing to complete pd therapy on their cycler and the device was working as expected. The cycler set was reportedly available to be returned for manufacturer evaluation.